Event description:
Patient device filter turned black. He developed a sinus infection, pneumonia and now chronic pneumonitis with respiratory issues. He later found product was recalled. Difficulties at home. Now presents with sob. Philips CPAP, case # (B)(4). Patient was otherwise healthy prior to incident of CPAP filter turning black. Patient now is suffering from chronic pneumonitis and sinus issues. FDA safety report ID# (B)(4).